Event description:
It was reported that the tcm did not maintain the temperature during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative found a clogged filter. He unclogged the internal filter and re-calibrate the a/d board. The issue was resolved, and the unit operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.